Event description:
There was an allegation of questionable creatinine plus ver.2 and a tina-quant albumin gen.2 results from the cobas c 503 analytical unit. Data was only provided for creatinine. The initial result was < 7 ¿mol/l. The repeat result from the same analyzer was 49 ¿mol/l. This result was reported outside of the laboratory. The repeat result from another analyzer was 61 ¿mol/l.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The customer found that the sample probe was contaminated. The investigation is ongoing.

Manufacturer narrative:
The investigation determined that the contaminated sample probe was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. The replacement of the contaminated sample probe resolved the issue.